Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous forearm shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at 10atm for 30 seconds. However, it was further reported that the device was completely and simply removed from the patient's body without problem. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.